Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that patient commented that they were doing better now after meeting with rep and their neurosurgeon about a month ago. Patient stated that they figured out the placement of the ins is near a dip in their back, so they need to use the belt or their hand to hold the antenna in place in order to charge the implant. Patient added they charge every 2 days now.

Manufacturer narrative:
Correction to regulatory report # 3004209178-2022-16290. Follow up number: 002 date manufacturer received additional information incorrectly reported as 2022-nov-01. Information received date corrected to 2023-feb-01. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they spoke to the patient (pt) again and they report that they are still having difficulties recharging. Pt also stated that they visited their oncologist, who upon examining their back, told them that the battery site looked strange to them. Pt now states that they feel like their implantable neurostimulator (ins) is poorly positioned, and feels like it is perpendicular to their skin, not parallel. They are in the process of scheduling an appointment with their managing pain physician, or the general surgeon who assisted with implanting the ins. Pt stated they'd follow up with the rep when the appointment date and time was set, so the rep would be able to be at that appointment as well. Rep then attended the appointment with the healthcare provider (hcp) who assessed the ins site, and found nothing visually or palpably concerning. X-rays were taken which showed the ins parallel to the patient¿s skin, appropriately placed in the same location and orientation as implant. Pt spoke more about "zapping¿ sensations down their left leg that troubled them. Pt's amplitudes were still set significantly higher than their sub-perception levels the rep programmed at implant. Rep turned pt's stimulation off completely, and pt said that they were still feeling them. When rep informed pt that their stimulator was not currently on, pt said that they had also experienced that at home during times their stimulator was off as well. Pt and the doctor both came to the conclusion that the pt may have some nerve issues causing this shooting pain rather than the stimulator. Through a long conversation patient and rep agreed that the best use case for the stimulator may be to turn the stimulation completely off while reclining or laying down, and on at the higher amplitudes while pt is standing and needs the most help with pain relief. To address pt's recharging issues, rep read the pt recharge diaries on their clinician tablet and found that only a third of the sessions listed were with an excellent connection, and rep showed it to the pt and explained the difference. Rep initiated a recharging session using their controller a nd a used spare recharging paddle the rep had with them because the pt did not bring their own. On the rep's second attempt they got a connection listed at ¿excellent¿, and used pt's pants waistband, a pillow, and the hard back of their chair to hold the paddle securely in place. Throughout the rest of pt's visit they sat there and chatted while the pt recharged until full, the excellent connection was maintained the entire time and an appropriate amount of time passed. Rep used this to illustrate the importance of paddle positioning and using different tools and surfaces if necessary, and it seemed to have an impact. Finally, pt mentioned that their controller exhibited weird behaviors occasionally. Pt claimed it would not let them switch to group c, that the controller would occasionally show ¿finished¿ during a recharging session when the ipg was not listed as 100%, and that the controller would have difficulty finding the implantable neurostimulator (ins) despite holding it within inches of the ins site. Rep spent time trying to cause these issues to occur and were not able to, the controller functioned as expected during their whole time with the pt. Rep asked pt to keep a log of times and descriptions of controller issues in case patient services would need to get involved in the future.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reports that they have to charge ins every 8-10 hours. They said the controller "runs out before its done charging because it takes 2 hours to charge, it only charges up to 80 percent. They said this started since the implant. They have talked to rep "several times" and says they made rep aware of the issue right away but dont know the exact date. Pt says they know they are "on high settings". Patient also reported that "I can't sleep, when I lean back it zaps the hell out of me" and says its been this way since the implant. Pt says they were really swollen when they got the implant and when it "went down I thought that the zapping would stop but it hasn't". They have talked to rep "several times" and says they made rep aware of the issue right away but doesn't know the date. Pt says during the implant "they accidentally punctured my spinal cord and I had spinal cord fluid leaking and I was having drainage, and my rep said to go to the ER saturday and I found out I'm allergic to the adhesive". Pt says its healed now. Pt says it was "draining puss all over, I have had one issue after another". They said the trial was very successful. They did say with the permanent implant is helping their pain. Pt says their implant is in the middle of their back at their waistline" and wanted to know "if that is normal"? I redirected to hcp. Rep reported that patient was implanted 11/1/2022. Her implanting physician suspected that he may have punctured her thecal sac, but proceeded with the implant and achieved well-placed posterior epidural leads confirmed by x-ray. He then temporarily admitted her for a half day to keep her supine and allow time for the suspected puncture to close before discharging her home. Rep programmed her stimulator and found her perception thresholds to be very low, in the 1-2 ma range, which is the same as they were for her trial. Patient called rep a few days later that weekend to say she was having trouble with her surgical dressings and that there was liquid coming from them. Rep immediately told her that any health issues would need to be addressed by her doctor, and that rep could only offer support for device related questions. Patient told rep she would be going to the emergency room for treatment, and rep messaged her physician to let him know that he may be receiving a call about her. Patient called rep a couple days later to tell the fluid was from blisters that had formed as a reaction to the dressing adhesives. Rep did not submit report since there was not a device-related issue. Over the past couple weeks patient has contacted rep multiple times about recharging her ins, that it occasionally takes a long time to recharge, and that her remote will run out of charge before fully recharging her ins. Rep has helped many patients through the intricacies of recharging and paddle placement, of the effects of recharge quality and the time it will take at different qualities. Many patients need time and repeated attempts to find what works best for them, whether it¿s a soft or hard chair, laying flat in bed, or standing while using the belt to get an excellent connection and the fastest recharge time. Rep has been in the process of attempting to coach the pt through this troubleshooting, so rep has not submitted a report for her recharging difficulties. Pt called and left rep a message to call her the morning of 12/2, and rep was not able to return her call until that afternoon. When the rep did speak with her, she told she had spoken to patient services since leaving rep the message and given the information included in this report, and was told a reprogramming with rep would be needed. This was the first time rep had heard of the ¿zapping¿ issue, and through conversation with her rep discovered that her intensity settings were in the 6-7 ma range, very much higher than the levels she has experienced therapeutic benefit at in the past. Rep explained this to her and told her she was being overstimulated, and encouraged her to adjust her intensity settings much lower than they were, which would also preserve her battery life and require less frequent recharges. Rep spoke to patient on 12/5's morning to follow up from friday¿s conversation. She has not experienced the ¿zapping¿ since adjusting her stimulator to a more reasonable level. She continues to have difficulties recharging. She reported that her most recent recharging session started with her remote at 100%, ins at 30%. After a two hour charging session, her remote was at 0% and ins was 60%. She then recharged her remote to 100% and initiated another charging session, which then got her ins to 80% before her remote was completely drained. We talked extensively about recharge quality and paddle placement, and she is confident that she has the paddle placed correctly, and says that her quality is listed as excellent, and occasionally switches to good, without any movement from her. While rep was on the phone with her pt commented that she seemed to be experiencing a good recharge session at the moment, which ¿was not taking forever.¿ rep will follow up with her in a couple days. Rep added that they are a patient advocate and would not hesitate to submit a report if they suspect a hardware issue is preventing a patient from receiving adequate therapy. Rep did not know the patient¿s weight at this time. On 12/6 rep reports patient is charging their ins with a fully charged controller and "it is not making a dent in her ins". Rep states over the weekend patient charged her ins, starting with a 30% charge and went up to 60% before needing to charge her controller. With a fully charged controller, patient then recharged again and went from 60-80%. Rep also states patient is unable to get past an 80% charge. Patient charges in a recliner and it is unknown if she uses a belt. Tss reviewed previous call and recommendation to follow up with hcp, as well as making sure the patient isn't keeping their controller screen on while recharging. Tss also reviewed use of the recharger belt. Tss advised rep to meet with patient. Patient is 3 1/2 hours away from rep.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.